Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.